Event description:
The customer reported that the insulin pump was not functioning after swimming. The caller stated that the battery was fine when she disconnected, and the device was not exposed to the sun. The blood glucose reading was 215mg/dl. The customer mentioned that the battery compartment was neither damaged nor corroded. The customer did remove the battery for ten minutes and the device had a blank display. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a faulty component on the interface board. The device had cracked reservoir tube lip, cracked battery tube threads, loose/protruded drive support disk, and scratched screen.